Event description:
Cleaning fluid in package of this entire lot at our facility have yellowish or brown tinge. These normally are a clear pink fluid. Additionally, they give off a scent that has been compared to a dirty diaper. Cleaning scopes.